Manufacturer narrative:
Additional information: d10, h3, h6 the device was received with no telemetry with battery voltage at end of life (eol) levels. A new battery was connected, the product code was reloaded and device showed normal working conditions and was able to be interrogated successfully. Analysis was performed indicating normal device functionality. The implant duration exceeds the projected longevity indicating normal battery depletion. The reported event of failure to interrogate was confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, the device was not able to be interrogated. The device was explanted to resolve the event. The patient was stable with no consequences.